Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin while priming. The customer¿s blood glucose level was unknown. Customer also reported diminished battery life only lasting for 2-3 days, slower during rewind process, random no delivery alerts and rainbow effect to screen making it difficult to read. The device will not be returned for analysis.